Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer had failed to open and required maintenance. A field service engineer (fse) powered off the pyxis system, reseated all cable connections, and powered it back on. The fse ran the hardware test application (hta) and completed final checks on all drawers, with the hta passing successfully. The customer tested the system and confirmed it was functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es a drawer pockets failed to open and required maintenance. The customer indicated that they tried to reboot and recover the drawer but issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.